Event description:
Reportedly valve explanted after five years implant duration due to severe aortic insufficiency and torn leaflet.

Manufacturer narrative:
Evaluation summary: evaluation of the returned valve found extensive calcification. Leaflet disruption due to calcification, that led to stenosis and incomplete coaptation. There was also host tissue overgrowth present. Note: calcification and host tissue overgrowth are patient related issues. X rays taken of valve.